Event description:
It was reported that during an unknown procedure, air leaked. Another device was used to complete the case. There were no adverse consequences to the patient. The doctor commented that there was a break on the device, however the sales rep who attended the procedure did not found any break on the device.

Manufacturer narrative:
(B)(4). What part broke on the trocar?---when the sales rep received the device, it was good visual condition. (No breakage was noted on the trocar). Did any piece fall into the patient? ---no. If yes, how was it retrieved? ---na. Were any noises heard such as whistling or hissing? ---no information. If so, did the noise prevent insufflation? ---no information. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? ---no information. What was the gas consumption rate or volume (liter/minute)? ---no information. Were you able to identify where the leak was coming from? ---no information. Was a device inserted in the trocar during the leaking? ---no information. If so, what device? Was any torque being applied to the trocar or device? ---no information the analysis. Results found that the device was received in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. It should be noted that an investigation has been initiated to address the potential root cause of the reported insufflations issues. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4).